Manufacturer narrative:
Despite requests by bracco medical technologies (bmt) to the customer for the return of the empower cta+ injector system serial number (B)(6) for investigation, the user facility elected not to return the system. Should the system be returned at a future date, bmt will submit a follow-up report to FDA. The consumables used during the event were discarded by the user facility and the lot numbers are not known. The information received on the event has been reviewed by the bmt medical advisory board member and his clinical opinion is as follows: it has been well established that volumes of air injected intravenously greater than 25 cc have the potential for serious harm, permanent disability, or death whereas volumes less than 10 cc in adults are considered essentially safe. Based on the complete lack of any reported patient symptoms, it can be safely assumed that the administered air volume was less than 5 cc and likely less than 1 cc. This event is considered non-serious. Per the empowercta user's guide, "the empowercta injector system must be used properly to prevent the risk of an air embolism. Always fill the syringe with the injector pointing fully upward. When the syringe has been filled to the desired volume, all the air should be purged from the syringe and coiled tubing with the injector still in the fully vertical position. Failure to do so may lead to serious injury and/or death." This report is closed.

Manufacturer narrative:
Additional information is being obtained on the event. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during a CT procedure using the empower cta+ injector, air was injected into a patient. The air was observed in the patient after the images were taken. The patient remained under observation in the hospital, but stable. The date of hospitalization was not provided.